Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor displayed a service code 101 (av incompatible). The monitor programming was corrupted. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that it failed incoming functionality testing.